Manufacturer narrative:
No evidence of device malfunction. Referred medical physicist to consult with account to ensure proper dose planning.

Event description:
Grade 3 radiation burn occurred approximately 7-10 days after treatment. At last report, patient's blistering and redness had begun to subside and patient was doing well overall.